Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 120 to 180 mg/dl. Testing performed two to three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 107 mg/dl and 106 mg/dl. Verified storage of product is within instructed specification since they are kept in her bedroom. Test strip lot manufacturer's expiration date is 03/29/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 120 to 180 mg/dl. Testing performed two to three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 107 mg/dl and 106 mg/dl. Verified storage of product is within instructed spec since they are kept in her bedroom. Test strip lot MFR's expiration date is 03/29/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory:1:95mg/dl, (B)(6) 2015, 03:46pm; 2:116mg/dl. (B)(6) 2015, 02:05pm; 3:115mg/dl, (B)(6) 2015, 06:25pm; 4:101mg/dl, (B)(6) 2015, 08:13pm; 5:78mg/dl, (B)(6) 2015, 06:08pm; adverse event not reported.